Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged there was a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: the pump's black box showed two sudden drops in battery voltage. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no power issues duplicated. The pump's current draws measured within specifications. There was no evidence of moisture or loose components inside the pump. The alleged issue could not be duplicated during the course of troubleshooting.